Manufacturer narrative:
The user-reported complaint was not confirmed. The user did not save the affected IV set as it was used for chemotherapy, and it was not sent to zyno medical for evaluation.

Event description:
The user reported that the IV set had a broken filter. The tubing was used for chemotherapy on a patient and the solution was taxol. "It was noticed at the fifteen minute vital check that there was a puddle of fluid on the floor by the patients treatment chair. Upon further investigation it was noted that this was the filter leaking". No patient harm or injury occurred for this case.